Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed multiple user advisories (ua) during a cardiac arrest call involving a 23-year-old female patient. The customer was having a difficult time getting the board to work initially, but he was able to get it working. The platform performed compressions for 2 minutes when the battery was getting low. The battery was replaced. They did not pull the lifeband the recommended 6 inches from the patient and the device kept trying to go through the setup steps from the beginning. The platform displayed (ua) 02 (compression tracking error, (ua) 04 (battery too low), (ua) 05, (ua) 09 (load cell error), and (ua) 45 (drive shaft not at home position) during the event. ((Ua) 05 is not an error message number used by zoll.) They switched to manual CPR when the battery issue happened at the hospital. They are not sure how long the device lasted after this point. He did mention the patient coded before performing CPR the last time. Both batteries used are functioning as intended. This did involve death of the patient, but the customer thinks the death was due to an underlying heart issue.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 04 (battery too low), (ua) 05, and (ua) 09 (load cell error) was not confirmed during archive data review or functional testing. (Ua) 05 is not an error message used by zoll. The reported complaint of (ua) 02 (compression tracking error) was confirmed in the archive data but not during functional testing. The reported complaint of (ua) 45 (drive shaft not at home position) error message was confirmed during archive data review but was not reproduced during functional testing. The archive file showed the driveshaft had been rotated back to its home position to clear the (ua) 45 before the platform was returned for evaluation. No device malfunction was observed during the functional testing. The autopulse platform performed as intended without issue. During visual inspection, no physical damage was observed on the platform. The power distribution board revision is up to date. Based on the archive review, during on the event date, the platform had multiple sessions with a total of 2139 compressions. The platform was powered off/on to (ua) 45 multiple times, confirming the reported complaint. The user managed to clear the (ua) 45. The platform started and failed to execute the take-up due to (ua) 02 multiple times, also confirming the reported complaint. The load sensors did not sense the expected increase in load to initiate compression. The archive revealed the max load sum exceeded 41 lbs, confirming the size of the patient is too small or light in weight. The user realigned the patient and attempted to start the device again. The platform started and failed to execute the take-up multiple times to (ua) 07, unrelated to the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The autopulse platform passed the initial functional testing without any fault or error. A load cell characterization was performed, and the results indicated both load cells function within the specification. The brake gap inspection verified the drive train motor brake gap is within the specification of 0.008" ±0. 001". The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The (ua) 45, (ua) 02, and (ua) 07 observed in the archive were not reproduced. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. After service, the autopulse platform was subjected to the run-in test without any fault or error. The autopulse platform passed the final testing.